Event description:
The following has been reported: biomed reported: ticket stated not working. Cleaned and ran test infusion. No alarms patient status unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal investigation was opened to investigation the mechanical hardware failure (av sticky valve). Per the preliminary technical failure summary, the customer was able to clean the pins and run a successful test infusion. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.